Event description:
It was reported that the patient experienced cardiac tamponade and hypotension. An ablation procedure was being performed to treat atrial fibrillation. After mapping with the intellamap orion high resolution mapping catheter via an 8.5 fr sheath, ablation was started with the intellanav mifi open-irrigated ablation catheter to energize from the left anterior side, and when energization was performed for several times, the patient's blood pressure decreased. When it was checked through fluoroscopy and echocardiogram, cardiac tamponade occurred. Drainage was performed, but it did not improve, so thoracotomy was performed. The patient was stable after the operation. The physician reported it seemed that the left pulmonary vein (pv) or the left atrial appendage got damaged with the ablation catheter, but the exact cause was unknown.

Event description:
It was reported that the patient experienced cardiac tamponade and hypotension. An ablation procedure was being performed to treat atrial fibrillation. After mapping with the intellamap orion high resolution mapping catheter via an 8.5 fr sheath, ablation was started with the intellanav mifi open-irrigated ablation catheter to energize from the left anterior side, and when energization was performed for several times, the patient's blood pressure decreased. When it was checked through fluoroscopy and echocardiogram, cardiac tamponade occurred. Drainage was performed, but it did not improve, so thoracotomy was performed. The patient was stable after the operation. The physician reported it seemed that the left pulmonary vein (pv) or the left atrial appendage got damaged with the ablation catheter, but the exact cause was unknown.

Manufacturer narrative:
The device was returned for analysis. Visual inspection showed dried body fluid found on the handle, shaft and distal end. The steering knob and lock knob functioned properly. No abnormal resistance was felt when actuating the steering mechanism. The device passed a curve test and the array deployed normally. An automated electrical test was performed and the device passed all tests. The reported failure was not confirmed through analysis. The device passed all relevant inspection/testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.